Event description:
A male pt contacted lifecor customer support to report that his monitor was reading a wrench code 100. Support sent a lifecor territory manager (tm) to the pt to replace the monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor has been completed. The reported problem was confirmed. So how the memory had become corrupt. The monitor was reprogrammed and retested, and the code 100 could not be repeated. The monitor was retested and restocked. The root cause of the memory corruption is unk, but is likely random component failure. No adverse event resulted from the memory corruption. The pt received a replacement monitor.